Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the tube being separated from the y-site was confirmed. The assignable cause could not be determined at this time. A batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter (B)(4) to report a flogard set in which there was a separation of the tubing from the y-site. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.